Manufacturer narrative:
(B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were performed. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. (B)(4).

Event description:
Procedure: asku. Cathplace: asku. It was reported that a pump's bolus device did not refill. The bolus device button was not latching and the orange bolus refill indicator was in the down position. No injury or adverse event occurred. The device is available for return. Additional information was requested; however, is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was received for evaluation and investigation. A visual inspection, bolus button test and occlusion test were conducted. A review of the device history record (DHR) was performed. Results: the bolus indicator was received at the bottom with the button in the upward position and infusion was not observed. The pump was injected with 5ml of dye using a syringe and it was immediately observed that the inner bladder had a pinhole leak. Bolus button testing was performed with the pressure set to 8.46psi. The bolus button safety test results yielded an average delivery amount of 2.1025g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 5.0225g, all results are within specifications. Conclusion: the investigation summary concludes that no flow was observed due in an inner bladder pinhole leak, however, during pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. There were no issues with the pca button. As the device analysis cannot determine the root cause of the bolus button issue, we are unable to determine the cause of the reported event. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.